Event description:
Information received by medtronic indicated that the pump was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown, retainer ring=black. Customer complained on (B)(6) 2021 pump body is broken. Blank display due to severely corroded pcb1 and pcb2 board. Cleaned pcb1 and pcb2 board with alcohol and no effect. Unable to perform displacement test due to blank display. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, end cap broken off, scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly. Confirmed end cap broken off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.